Manufacturer narrative:
H3 other text : device was evaled and returned to the customer.

Event description:
The trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. During the investigation it was confirmed that the device started on its own when the ac cord was inserted. This was caused by a pca failure. The customer cancelled the repair, so the device was returned to the customer unrepaired.